Manufacturer narrative:
Report indicates a failure having occurred where the end-user attempted to disengage a drive command via the speed control dial and the device reportedly continued to drive. This reportedly forced the end-user to manuveur the wheelchair towards a curb cut-out where the end-user was thrown out of the wheelchair seating to the ground. Reports indicate the ensuing fall resulted in a fracture to the tibia and fibula requiring medical intervention to address. As part of the corrective actions, permobil has initiated a field action recall for all sc dials that are currently in use. Permobil will be providing switch control buttons or switch control buttons with mono jack option to replace the affected speed control dials.

Event description:
Reports having a failure when using the sc dial to where it did not disengage a drive command when they depressed the dial face. Reports this forced them to hit a curb cut and fall out of the wheelchair where they were injured requiring medical intervention to address.